Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was monitored for 24 hours with multiple basal rates. No blank display or display anomaly was noted. All operating currents were normal. No damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that the numbers started scrolling on its own during bolus. Customer's blood glucose was 13.7mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.